Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. The pump was currently administering morphine of an unknown concentration at a dose rate of .0124 mg/day. It was reported that the patient¿s body tends to reject things and a month after implant, she had to have emergency surgery because her incision opened up. The date (B)(6) 2018 is considered an approximate date of event (month and year known only). The patient went into the emergency room (ER) and then went to the operating room to have the pump taken out where they found a horrible infection. They cleaned everything out and then put the pump back in. The patient has not had any problems with it since. It was stated that the patient cherishes her pain pump and that was the only problem she has had with the pump. It was further reported that the patient had a surgery in 2016 and had a metal device put in her esophagus that her body had rejected, and they had to remove it. It was also noted that the patient wanted to meet with a representative regarding deep brain stimulation (dbs) to gather more information about devices, as they believe the patient may have parkinson¿s or als. The patient had talked with a company representative who had told her about dbs devices, and they were looking to sit down with the patient¿s physician and a company representative to discuss possibilities. No further patient complications have been reported as a result of this event.